Event description:
A patient reported blood glucose results of "244, 254, 227, 235, 223, 391, 185, and 258 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed. The meter, test strips, and control solution were replaced.